Event description:
It was reported that a boston scientific device was implanted.according to the complainant the patient experienced urgency, urine leakage, infections, pain, dysuria, disability, and disfigurement.all other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.